Event description:
It was reported the colonovideoscope experienced image flickering issue during inspection for use. There were no reports of patient /involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported issue of "image flickers as soon as it is connected to the processor" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle had foreign objects. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.